Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14147. The pt had two leads implanted with the same lot number. It was reported the patient is experiencing periodic shocking from her scs system. It was also reported the pt's ipg is moving in the pocket causing pain. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.